Event description:
The account reported that the microplate had not advanced properly and the sample and reagents for two samples had been dispensed into the same sample row. This caused a o rhesus negative sample to be typed as o rhesus positive. The mistype was noted upon plate review as it was obvious that the dispense for both samples had gone into the same sample row.